Event description:
According to the reporter, during a skin closure, at the time of stapling, the staple remained stuck on the patient's scalp. There was difficulty for the surgeon to get it off, and the staples appeared to be poorly positioned in the skin stapler. Another skin stapler from a different batch presented the same issue. The surgeon removed the staple from the wound and sutured it in place. Surgical time was extended for less than 30 minutes.

Manufacturer narrative:
D10 concomitant medical products: 8886803712 8886803712 appose ulc 35 wide skin stap - (lot#j4l2373ly) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.